Manufacturer narrative:
The reported 3mm offset endofemoral aimer, intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot; there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H3, h6: the reported 3mm offset endofemoral aimer, used in treatment, has been returned for evaluation. The device lot is over six years old. Visual assessment of the device confirmed the reported breakage. The off-set tip has broken off of the shaft at the solder joint. The tip is bent slightly. The shaft is bent and the proximal end of the aimer is damaged. The condition of the device indicates it was subjected to excessive force and torque during use. Per the device instructions for use under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy, the surgeon pulled the knee to insert the guide and the endo femoral aimer broke. All pieces were removed from the patient. No delay was reported. It was not reported if a smith & nephew device was available. It was not reported if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.